Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, whole device drawer was failure, when the matrix drawer was opened, all cubies failed and a blank white screen appeared. The customer stated that no cubies could be recovered, and the pyxis machine was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer was opened, all cubies failed and a blank white screen appeared. A field service engineer (fse) addressed the recurring failure of main matrix drawer 1, noting that the controller board, solenoid, sensors, and entire drawer had been replaced. The fse replaced the power supply that resolved the issue. Post-repair testing included multiple inventory cycles, during which the drawer functioned properly. The solenoid operation was also observed to be normal, with reduced noise and impact compared to prior to the replacement. Then carried out system checks and applied the necessary updates. The station was rebooted and ran normally. The system functioned as intended after the field service engineer repaired the device.